Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. A rate of 140 ml/h and volume of 50ml was selected. The infusion started a 1 minute later the "upstream alarm" occurred. The infusion was continued and 22 minutes later the volume was done. The reason for the upstream alarm could not be clarified. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion" according to the customer: "service engineer was contacted by bme (on 21 sep 2023, 11am) that therapy didn't complete according to the prescription that happened on (B)(6) 2023 at 1800hrs. Service engineer contacted the sales representative to assist the matter. Bme shared that user wants to find out the reason why the therapy was not completed on time. Bme also shared that the therapy was subsequently completed after the change of infusion pump. Consumables were discarded away once therapy completed. Bme has sent the history log extracted by themselves (bme) to us, with information provided by hospital."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.